Event description:
Customer reported that a pyxis medstation es system unexpectedly shut down during a procedure. The customer did not specify if the malfunction caused a delay to patient care. Patient involvement was not reported in the complaint file. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly shut down during a procedure. The customer did not specify if the malfunction caused a delay to patient care. Patient involvement was not reported in the complaint file. Patient or user harm was not reported. This event is recorded on complaint number (B)(4); a field service technician evaluated the device and determined that the power outlet was not providing power. This was not a device malfunction, but a hospital power issue. .